Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they got a new recharger because the old one wasn't working. Patient initially said they need to charge their implant because of their bladder and it hasn't been working. Agent asked to clarify whether patient was talking about therapy or recharger and patient confirmed their recharger wasn't working. Patient needed assistance pairing their new recharger to their handset. Helped patient pair recharger to handset and patient began recharging session. Patient said they wanted to use the belt but they've always had a problem with the belt since implant to keep the recharger connected to the ins. Patient said it's down around their hips so it moves and will lose connection. Patient said they can charge their implant with it. Patient confirmed they were charging with excellent connection and their battery at 10%. Patient will continue to charge and will call back if they need further assistance. Additional information was received from the patient. They reported that it was unknown if the sensation was felt only during a recharge session, a layer of clothing was used and it was noted that the entire recharger surface was covered. The patient noted the recharging belt was used but this did not resolve the sensation. The cause of the "little shocks on the implant site" was unknown but the patient noted the likely cause as being "my battery would not hold a charge - I would start to use stim and it would just shut off." The patient noted that it was unknown if replacing the handheld device resolved the issue of shocking and noted that "it was replaced a few months before - then battery issue came up."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient stated they received a letter. Pt provided the questions and answers: was the sensation felt only during the recharge session? Pt said: yes only when charging and the issue was resolved at the time. Was there a layer of clothing used ? Pt said: yes if so did it cover the entire surface? Pt said: yes the entire was covered if yes did layer of clothing resolve the issue: pt said it was resolved. Was the belt used? Pt said: yes, now they are using the belt, use of belt resolved the sensation yes. During the call pt stated they have not been able to be compliant with recharging due to their spouses health issues taking more importance and their ins battery is dead. Pt started a charging session during the call and confirmed they were successfully charging their ins battery was off. Recommended they continue charging and reviewed how to use the communicator and mymicrotherapy app to turn therapy back on. During the call pt also stated they sometimes, if they are not charged up , if they have not used it, they get the feeling they need to charge, they notice sensation going down their right leg like muscle cramping and pulsing in their foot. Pss tried to clarify what pt meant however pt provided confusing information.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported difficulty with recharger. Patient reported the charger does not hold a charge very long. The battery light will flicker back and forth and then all of a sudden it will go solid again. Patient has had it on for 20-30 minutes and it will still show 3 solid lines on the recharger battery light and then it will just drop fast. The patient spoke about this with the manufacturer representative over a week ago and the rep directed them to call and request replacement recharger. During the call patient connected charger to the ins and encountered the low recharger battery message. Patient also reported they are getting little shocks on their hand when they are holding the charger over the implant. They stated it is giving little shocks on the implant sites and on the patient's hand that was holding the recharger. This was the first time the patient ex perienced the shocks. The charger was against clothing. The issue was not resolved through troubleshooting. An email was sent to the repair department.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.